Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that there was no allegation of malfunction against the etn (external tibial nail). The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and no failures were identified. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 5 for the same event. It was reported from (B)(6) that during a external tibial nail procedure for a tibia diaphysis fracture, it was discovered that the battery handpiece device, lid devices (x3) and power module devices (x2) being used during the same procedure stopped while the surgeon was reaming from 8.5mm. It was further reported that he replaced the power module with another one but it did not move. It was also reported that the power module had enough battery left and although the surgeon pushed the self-inspection button, it showed no fault. It was also reported that it was really unlikely that the power module went down due to the high heat of continuous use. It was reported that there was a five minute delay and a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.